Event description:
It was reported that the battery clip of the power module was broken.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the power module¿s battery clip being broken was not confirmed. The power module serial number (B)(4) was not returned for analysis. Per additional information, no patients were involved with the reported event, and a new clip was ordered. The root cause of the reported event was unable to be determined through this analysis. The heartmate power module instructions for use (IFU), instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. Review of the device history record for the power module, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and qa specifications. The unit was shipped to the customer site on 19mar2010. No further information was provided. The manufacturer is closing the file on this event.